Manufacturer narrative:
Upon completion of the investigation it was noted that a small hole in the bag on the seal around the sampling tube was detected. The root cause of the problem reported by the customer could be due to the method used to remove bag from weld mandrills. This however could not be determined. It was noted by the supplier that the operators will watch the video on proper bag removal. It was also noted that an increased leak test percentage will be implemented. A review of the history device records was not possible since the lot number was not available.

Event description:
Customer reported that drainage bag is leaking from the bottom.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. Evaluation in process.